Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to the emergency room, pericardial effusion was observed on CT-scan. The right ventricular lead caused the cardiac perforation. A pericardial drain was placed. The right ventricular lead was explanted and replaced. Patient¿s condition was stable during and after the procedure.